Manufacturer narrative:
The cori drill attachment p/n rob10015 sn(B)(4) intended for use in treatment was returned. A relationship between the reported event and the device was established. The reported problem was confirmed. The drill attachment is stuck on the drill. A functional evaluation was performed. A kpc test was performed and the test failed. The drill was disassembled and the drill attachment was removed. The reported problem was confirmed. It was found that the drill attachment bearing shaft lock nut was out of torque specifications. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The most likely cause of this event was that the drill attachment bearing shaft lock nut backed out due to vibration during use. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the cori drill attachment p/n rob10015 (B)(6) intended for use in treatment was returned. A relationship between the reported event and the device was established. The reported problem was confirmed. The drill attachment is stuck on the drill. A functional evaluation was performed. A kpc test was performed and the test failed. The drill was disassembled and the drill attachment was removed. The reported problem was confirmed. It was found that the drill attachment bearing shaft lock nut was out of torque specifications. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the quality team has been notified for further investigation. A historical review concluded that the lot/ serial number reported in this event is related to a corrective/preventive action. The most likely cause of this event was that the drill attachment bearing shaft lock nut backed out due to vibration during use. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the cori drill attachment p/n rob10015 (B)(6) intended for use in treatment was returned. A relationship between the reported event and the device was established. The reported problem was confirmed. The drill attachment is stuck on the drill. A functional evaluation was performed. A kpc test was performed and the test failed. The drill was disassembled and the drill attachment was removed. The reported problem was confirmed. It was found that the drill attachment bearing shaft lock nut was out of torque specifications. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. The most likely cause of this event is associated with a loose drill attachment retaining nut. As part of corrective actions, continuous improvements have been made to the assembly process. The assembly work instruction has been updated to include the application of a thread-lock compound to the drill attachment retaining nut during assembly. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities. After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. It was determined that the issue does not meet the criteria to be reportable, since the risk for the relevant failure mode is low, and that no further actions are needed for current inventory or product in the field. Event may result in a short procedural delay and/or require use of a backup device to continue procedure. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury and, therefore, is considered not reportable pursuant to applicable regulations.

Event description:
It was reported that after surgery with cori, they tried to disassemble the handpiece to put it back in the tray. However, it seemed that the drill attachment was stuck onto the handpiece ((B)(4)), so the tracker frame couldn¿t be removed ((B)(4)). Troubleshooting didn't work. They tried running a robotic drill diagnostic test, or starting a new case to unlock the mechanism but nothing worked. Additionally, when they tried to lock the bur in while starting the new case, the bur would not lock onto the handpiece ((B)(4)). There was no impact to the case, as the handpiece behaved appropriately during it. Incident occurred after the procedure; therefore, there was no patient involvement. Moreover, it was found that it was found that the drill attachment bearing shaft lock nut was out of torque specifications. Moreover, the investigation found that the drill attachment bearing shaft lock nut was out of torque specifications, which makes it a reportable event.

Manufacturer narrative:
Internal complaint reference (B)(4).